Manufacturer narrative:
Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations. However, a photo was supplied by the customer and the reported condition was observed in the photo. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The potential root causes identified are customer misuse (the container was filled over ¾ of the container) and improper handling of a filled sharps container (by not holding on top for the disposal as the needle punctured on the lower left side wall where it should not be held/lifted for further disposal). Based on the existing controls, internal reject, and the complaint history review, no formal investigation is required at this time. However, a change was initiated to add fill line on the 8982 - 2g yel chemo container label as preventative action. This issue has been determined to be an isolated event. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an injury by a large bore needle that pierced through the sharps container. The customer states that the container may have been filled about the fill line but it was difficult to tell.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The container contents were above the fill line. The needle protruding from the container was not visible when the staff member when to pick the container up for disposal, resulting in a needle stick to the hand. The protruding needle was not used on a patient, it was used for chemo prep. The staff member has blood work and treatment, but the specifics cannot/will not be shared due to confidentiality reasons.